Event description:
It was reported that during a meniscus repair, t2 of the fast-fix could not be deployed. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation of the device showed that it was returned in the original box with the batch number of the complaint on the label. The t2 and part of the suture were returned. T1 is missing the actuator is in the pre-t2 position. There is bio debris in the needle and on the straw and handle. A functional evaluation showed that the device cycled as intended. An evaluation of the customer provided image showed a device inside of a shipping pouch. The batch number, (2076727), on the label does not match the number of the complaint. The suture and one t are off the needle and laying beside the device. The other t isn't visible. There is bio debris on the straw and the shipping pouch. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.